Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the probe had cutting and aspiration issues during vitrectomy surgery. Initially, when vitrectomy was initiated the cutting and aspiration efficiency was good. However, it was later observed that the probe aspiration of the vitreous became intermittent, making it difficult to perform efficient cutting and aspiration. The procedure was completed on the same day by replacing the product with new one. There was no information reported about patient impact.